Manufacturer narrative:
Reason for reoperation: "seroma", "cellulitis" and "cultures confirmed mssa". No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. The reported events seroma, cellulitis, and "cultures confirmed mssa" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Healthcare professional reported "seroma", "cellulitis" and "cultures confirmed mssa". This record is for an unknown side. Device was explanted.